Event description:
Per the info provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.